Event description:
It was reported that during re-treatment with a urethral bulking implant the doctor noted exposed material from the previous implant. The doctor feels that the exposed material caused the patient to have a structural cavity from mid-urethra to bladder neck. The doctor thinks that this condition contributed to the patient experiencing worsening of incontinence. The doctor did not remove the exposed material and continued a third injection of material.